Event description:
Rn reports she is an experienced user of the electric toothbrush. Location of incident in neuro ICU room 22 at 1755 hours. Patient reported as traumatic brain injury patient with tracheostomy collar. No oral tubes. She reported that the brush head was new. She placed the brush head on to the brush handle. Brush head activated "normally". She did not notice it "being loose when I started brushing". She reported "gently" brushing for about 25 seconds and was on the upper left side of the mouth at the "4th tooth" (premolar). She stated she was not "pushing" the brush head down hard on the tooth. She noticed something on the patient's tongue and initially thought he had lost a tooth. She looked closer and found the item to be the "circle thing" (oscillating portion of the brush head) from the brush head. "I grabbed it out with my fingers". She stated the patient did bite down on her fingers but she sustained no injury. She reported the patient did not bite the brush head duing the toothbrushing and that it was a "normal" brushing procedure. She reported that there was a "screw" exposed in the brush head where the oscillating head was previously attached. She did not save the brush head for inspection.

Manufacturer narrative:
The redisigned disposable brush head (pn 715-0074 e) was reintroduced into the field in aug 2024 after an exhaustive effort (18 mos.) To add engineering design features and manufacturing quality initiatives focused on the prevention of a bristle disk head separation occurance. Design enhancements: these included the added rigidity of the "snap" retaining clips for stronger assembly attachment and use of a longer locking pin. Quality initiatives: we worked with the contract manufacturer (risuntech) to design a fail-safe pinning process where the steel pin is positively detected in the machine (light goes on with pin loaded) prior to the pneumatic press tool. The assembly worker then must visually inspect for the presence of the pin in the final assembly prior to placing brush head in completion bin. These inproved process steps are defined in risuntech's brush head assembly sop. With this first incident of a separated brush head in this particular prouction lot (#2524) of the new 715-0074e brush head, and statistical analysis was conducted to assess the overall in-service product reliability thus far after almost 2 years of service experience. This analyisis is captured in attachment 1 com 26-001 occurance assessment. This is a low- frequency, non-injury product complaint involving mechanical detachment of a single-use brush head component. The observed complaint rate is currently 40 ppm across more than 25,000 units used, with no injuries and no prior complaints of this lot #2524 across multiple hospitals. The current data suggests an isolated mechanical failure rather than an adverse trend. Therefore, it is determined no immediate containment actions are necessary at this time. Oralkleen will assess the need for further action as new information is gained from the investigation and further trending. That said, based on the interview feedback from the reporting clinician, it does appear that no external forces were applied that would have forcibly failed the brush head. Not having parts to inspect, it would be plausible that the root cause of this head separation would likely be due to 1 of 2 reasons, both being a defect in the manufacturing excape of the retension features: missing pin or deformed bristle disk molding. Oralkleen had notified eastbrige and risuntech of the issue with this brush as part of lot #2524. Further evaluation of the assembly process sop will be conducted and adjusted prior to the next order of brush heads pn 715-0074e.